Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed and it was found that the customer was connected to the insulin pump during the manual prime. It was reported that the customer understands that she should not be connected to the insulin pump when priming, and she will be sure to practice the proper priming technique in the future.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Vicissitude.